Manufacturer narrative:
Unit received with scratched display window cover, minor scratched lcd window, cracked keypad at select button, faded serial number label, missing retainer, missing reservoir tube o-ring, and scratched case. Unable to perform displacement test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the lip of the reservoir where the o-ring was broken off and keeps sliding down the tubing. The blood glucose was unknown at the time of the incident. Customer stated that, the reservoir does lock into place, but the o-ring comes out. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.